Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), d10, g4, g7, h2, h3, h6 (evaluation method & evaluation result codes), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse rechecked all value and was all within the specs. Measurement of the power supply was checked and was also ok. X1 was also checked and was -1, within the specs. The fse also run a leak test and also passed. The fse consulted a senior manager technician who advised the fse to replaced the shuttle transducer as a precautionary measure. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unexpectedly shutdown. The patient was on the iabp following stemi. The patient was transferred to another facility for CABG surgery. During the transfer the patient was on the iabp and subsequently it displayed "error #53 electrical fail test" and shutdown. The nursing staff immediately turned the cs100 back on and therapy resumed. The iabp was switched with another one and therapy continued without incident. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unexpectedly shutdown. The patient was on the iabp following stemi. The patient was transferred to another facility for CABG surgery. During the transfer the patient was on the iabp and subsequently it displayed "error #53 electrical fail test" and shutdown. The nursing staff immediately turned the cs100 back on and therapy resumed. The iabp was switched with another one and therapy continued without incident. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the unit. If provided with additional information, we will submt a supplemental report.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unexpectedly shutdown. The patient was on the iabp following stemi. The patient was transferred to another facility for CABG surgery. During the transfer the patient was on the iabp and subsequently it displayed "error #53 electrical fail test" and shutdown. The nursing staff immediately turned the cs100 back on and therapy resumed. The iabp was switched with another one and therapy continued without incident. No patient harm, serious injury or adverse event was reported.